Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2013, the customer left her compact plus meter out in the car and the temperature dropped below 30 degrees. Customer went to get meter on (B)(6) 2013 and noticed that the battery had exploded and that part of the meter had melted around the battery door and the back of the meter. After the customer discovered the melted meter, she was able to retrieve the meter from the car. No adverse event reported. Requested return of suspect device and replacement was sent.